Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was nurse called for assistance with turning patient's therapy back on. Handset was able to find the neurostimulator serial number however it gave no device response. Patient had cardioversion procedure this morning, per patient represenetive (pt rep) she said patient's cardiologist was aware of patient's dbs system, and she wasn't aware of any protocol that was taken to reprogram patient specifically for cardioversion. Prior to tee cardioversion, caller's significant other's patient rep turned the stimulation off without issue. Caller reports they did not discuss with their healthcare provider (hcp) prior to the cardioversion and no specific groups were assigned for the cardioversion. Caller reports now they are trying to turn the stimulation back on after the cardioversion. Caller reports they are getting the 'make sure your communicator is linked' message'. Caller reports the communicator is linked. Selecting the patient's serial number and retry did not connect to patient's device. Caller reports they had the communicator plugged into the wall outlet. Suggest unplugging the communicator. Reset the communicator close all apps on the handset. Caller reports they are seeing the same message. Pt rep spoke with physician assistant (pa) that manages patient's care from hcp office, and she was directed to contact the manufacturer representative (rep), but was only able to leave a message with rep. Technical services(ts) left voicemail for rep to speak with nurse, and ts suggested that rep do a neurostimulator reset to see if that will allow connection to the clinician programmer. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms reported.  Rep called and stated that another rep is with the pt now and is trying to access ins using patient (pt) programmer and clinician programmer and is unable to connect. The reps were on the line. Tss consulted with dbs tech team and it was noted that rep can try to 'reset' the neurostimulator. Rep attempted reset (available on the main app screen in the 'gear' in the top right) and then attempted to connect again using clinician programmer and the communication progress bar was proceeding but eventually landed on 'communication failed'. Rep saw a message asking if she wanted to engage group a but nothing resulted of this. Rep tried again and at that point did not get a progress bar at all. Another attempt was made and the screen showed 'invalid group' and asked to engage group a or try to 'clear' the programming/data--rep attempted to clear but communication was still not established. It was noted that the next step is explant which they will likely pursue tomorrow.  Rep stated patient was scheduled for nov 21st for implant replacement. Rep to send back damaged device for analysis.

Manufacturer narrative:
Concomitant medical products: product ID a620 lot# serial# unknown product type software product ID tm91d0 lot# serial# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), serial number (B)(6) found that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the issue occurred after cardioversion on november 16th. The patient was scheduled for neurostimulator replacement on november 21st.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.